Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Top of the brush head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the top of the oral-b power oral care refills precision clean came off in her mouth, and she almost swallowed it. She reported the bottom of the brush head was still attached to the brush handle. The reporter stated she had recently purchased the brush heads, she had always used this product, and had always been happy with the result and performance of the brush and also the brush heads. No symptoms developed.